Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle hub separated. This occurred on 5 occasions during use. The following information was provided by the initial reporter: material no: 328468, batch no: unknown. It was reported that when the customer removed the shield needle hub separated.